Event description:
Device 2 of 2. Reference mfg report # 1627487-2010-03898. The patient was implanted with four surgical leads. Two leads were placed in the thoracic region and two were placed in the occipital region (off-label indication). It was reported that the patient's stimulation was shutting off when the amplitude was increased. Diagnostic tests revealed invalid impedance readings on several contacts of the two occipital leads. Surgical intervention was undertaken on (B)(6) 2010 to replace the patient's occipital leads. During the procedure, the physician observed that the two thoracic leads had migrated four vertebral levels. The thoracic leads were replaced as well.

Manufacturer narrative:
Device evaluated by MFR. Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.